Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter was currently in the hospital due to diabetic ketoacidosis on unknown date with blood glucose level was unknown. Customer blood glucose value was 493 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. Customer was not aware that she was not getting insulin as insulin pump did not alarm. Customer stated that they did used auto mode feature at time of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 for 3 days with blood glucose 493 mg/dl. The customer was treated with insulin drip in the hospital. Customer stated that the auto mode feature was not active at time of high blood glucose event.